Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific crm received information that that the patient implanted with this device system reported an uncomfortable pocket. An infection or erosion was considered a possibility, however, not confirmed.